Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 200 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. The customer uses sure-t infusion sets. The customer last changed his infusion set the day before the event. The customer started on the insulin pump 6-7 months prior to the event. Nothing further was reported.